Event description:
As stated by the customer on (B)(6) 2010: incident took place during night shift. Carer had single shift on this department. Carer wanted to change the pt in the concerto and then take a shower. Pt was very restless, kicking and screaming. Sliding sail for transfer was in use, concerto stood next to the bed, made transfer. Carer walked to the feet end of the concerto to put the gates up. She took the brakes of to place the concerto away from the bed so she was able to pull up the fence. Doing that the pt kicked and fell/slide with the sliding sail on the floor on her back. (B)(4).

Manufacturer narrative:
Reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. Track wise ID.